Event description:
Reported case of inflammation / uveitis in mexico. Date of surgery - not provided. Date of event - not provided. On 23-may-2022: manufacturer's date of awareness. On 15-jun-2022: authorized country representative assessed as a reportable event to cofepris by end of year.

Manufacturer narrative:
This initial emdr is being submitted to FDA for this as a reportable event that occurred outside the USA. Uveitis is indicated as a potential adverse event related to iol implantation as covered under the warnings section of the product's instructions for use (IFU). Manufacturer's codes for patient health effects (clinical and impact), and device problem and component have been entered in this report. Manufacturer's codes for investigation type, findings and conclusion are pending the completion of the product investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Event description:
Reported case of inflammation / uveitis in mexico date of surgery - not provided date of event - not provided 23-may-2022: manufacturer's date of awareness 15-jun-2022: authorized country representative assessed as a reportable event to cofepris by end of year.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes additional information not available/included in the initial report. Additional information: g6 - type of report - noted as follow-up #1 h2 - type of follow-up - noted for corrected information and additional information h6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: tbl708c5; model: 251). There were no abnormalities in the sterilization records of the lot. (Er652) since there were no abnormalities in the sterilization record especially residual eo test result, biological indicator test result and endotoxin test, we assure these batches were sterilized appropriately. Despite repeated attempts to obtain additional information / clarifications regarding this event, it was not possible to determine the exact root cause due to the lack of a completed postoperative inflammation summary form (pois form) detailing the patient medical history - treatments, treatment dates and outcomes. Therefore, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.